Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the pump's audio feature was not functioning. During troubleshooting, it was determined that the vibratory feature functioned properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/19/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/07/2015 with the following findings: during testing, the pump¿s auditory feature functioned properly. The vibratory and audible tones were tested; both were operational. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.